Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Unknown. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? From the hole for instrument insertion. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm scissor. Was any torque being applied to the trocar or device? Yes. The analysis results found that the devices (a, b) were returned in good visual condition. Upon evaluation of each device, the duckbill was found to be open at the slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a radical nephrectomy procedure, air leakage occurred upon proper installation of the device onto patient's abdomen, with the air valve closed. So the doctor changed to another piece, but problem still occur. Finally, shift to other brand of trocar. No patient consequence.